Event description:
It was reported by the patient that the controller got stuck at loading screen (19 out of 29) with repeated white screen resets on the app. The patient blood glucose level reached 382 mg/ dl. The patient sought medical attention for symptoms of nausea, irritability and increased thirst after failed attempts ad manual injections. The patient was admitted to the ER on (B)(6) 2026 with high blood pressure and was given a recommendation to switch to long-acting insulin (lantus pens) and use a humalog vial for short-acting insulin via syringe. The patient was discharged later the same day.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if alot release records were reviewed, and the product lot met all acceptance criteria. Ny product condition could have contributed to the reported event. Locked down smartphone: lockdown. Omnipod software app version: 3.1.6. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.